Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as a battery depletion (bd) alert was displayed on the monitoring system. Consequently, the device was explanted and replaced. At this time, there is no evidence to suggest that a request was made to have data from this device analyzed prior to the explant procedure to confirm the premature battery depletion (pbd) observation. No additional adverse patient effects were reported. The product will not be returned to boston scientific for analysis as the patient made the decision to keep it.